Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump delivers inaccurate insulin. Caller reportedly uses cartridge for 10 days. No adverse event reported. No product was requested to be returned.